Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging nasal/throat irritation or soreness, sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned and could not confirmed the customer allegation.